Manufacturer narrative:
(B)(4).

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). 3004753838-2025-094448 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 4/12/2025 and it was determined this complaint is not reportable per corpft-(B)(4).